Event description:
It was reported that the collimator on the 9900 system closed and the system locked up during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The ffb board was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.